Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system exhibited noise on both the right atrial (ra) and the right ventricular (rv) shock channels. Technical services reviewed the data and found all lead measurements are within normal limits. It was noted that this ra lead impedances were trending downward. Additionally, pacing thresholds have increased since implant however is still within range. The noise was suspected to be due to myopotentials resulting in inappropriate stored atrial tachy response (atr) episodes. Technical services recommended to continue to monitor. At this time, this lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).